Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the reported procedure was due to the a spontaneous bleed after the patient ¿felt a snap¿ with rapid onset of pain and swelling in the right calf, which was most likely due to the plantaris rupture in the presence of type-ii vwd, as the patient had a significant history for hemarthrosis. The assessed patient impact was the rle compartment syndrome, plantaris rupture, pain, swelling, emergent fasciotomy along with the next-day repeat I&d. Further patient impact could not be definitively determined as it was reported the patient refused recommended follow-up treatment for the compartment syndrome. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient condition or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Us legal mdl it was reported that, a 2nd revision surgery was performed on (B)(6) 2018 (cover on (B)(4)), the plaintiff experienced inability to bear weight, high swelling sensation, and pain. A compartment syndrome of right lower extremity due to a mechanical fall was diagnosed. A fasciotomy was performed on (B)(6) 2019 to treat these adverse events. Additionally, on (B)(6) 2019, two months after procedure, the plaintiff presented a right knee mass and the MRI showed a dissected popliteal cyst, 4mm soft tissue defect/ulceration involving the medial aspect of the right lower extremity and minimal edema. Patient outcome is unknown.